Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead was a case of attempted implant for unknown product performance issue. There was no further information provided yet as of this time. The ra lead was never in service. No adverse patient effects were reported.